Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer is partially blind and accidentally entered in 139 grams of carbohydrates into the pump instead of a blood glucose level of 139 mg/dl when requesting a bolus. Reportedly, due to the incorrect entry, customer delivered a 10 unit bolus. Customer's blood glucose level lowered to 42 mg/dl. Reportedly, the customer required assistance obtaining juice to address low blood glucose levels.